Event description:
It was reported the pink slide did not move forward and the cannula appeared bent, indicating the needle mechanism did not function as intended. The patient's blood glucose levels rose to 21 mmol/l (378 mg/dl) while wearing the pod on the back for between 4 and 24 hours. Patient switched to multiple daily injections for treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered over 200 pulses, including immediate non-priming boluses. No damages were observed on the needle mechanism, which was reset and redeployed successfully. No problems were found regarding the reported needle mechanism complaint. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.